Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown lag screw. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that after gamma3 surgery, the lag screw cutout was found. This case was presented at the 125th meeting of the (B)(6) 2015. This is the 1nd case of two cases.